Event description:
Made my pain worse (left knee) [arthralgia aggravated]. Case narrative: initial information received from united states on 20-aug-2020 from united states regarding an unsolicited valid serious case received from patient via social media. This case involves an unknown age female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and it made pain worse (left knee). The case is linked to (B)(4) and (B)(4) (multiple devices for same patient for rest of the 2 injections in series of 3). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing left knee pain. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (dose, route, frequency: unknown) in left knee for unknown indication. There would be no information available on the batch number for this case. On an unknown date, after unknown latency, the injection made the pain worse (arthralgia; event assessed as serious due to disability). Patient just had magnetic resonance imaging (MRI) last night ((B)(6) 2020) so she would see if she now had to do a knee replacement. Action taken: not applicable. It was not reported if the patient received a corrective treatment. Outcome: unknown. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 20-aug-2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required final investigation complete date: 17-nov-2020. Follow up information was received on 13-nov-2020 from other healthcare professional. Global ptc number was added. No significant information was received. Additional information was received on 17-nov-2020 from healthcare professional. Global ptc results added. Text was amended accordingly.

Event description:
Made my pain worse (left knee) [arthralgia aggravated]. Case narrative: initial information received from united states on 20-aug-2020 regarding an unsolicited valid serious case received from patient via social media. This case involves an unknown age female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and it made pain worse (left knee). The case is linked to (B)(4) (multiple devices for same patient for rest of the 2 injections in series of 3). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing left knee pain. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (dose, route, frequency: unknown) in left knee for unknown indication. There will be no information available on the batch number for this case. On an unknown date, after unknown latency, the injection made the pain worse (arthralgia; event assessed as serious due to disability). Patient just had magnetic resonance imaging (MRI) last night ((B)(6) 2020) so she would see if she now had to do a knee replacement. Action taken: not applicable. It was not reported if the patient received a corrective treatment. Outcome: unknown. A product technical complaint (ptc) was initiated and results were pending for the same.